Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was dripping from the tubing "very slowly" during the fill tubing sequence. Customer's blood glucose level was in the 200 mg/dl range. Reportedly, customer changed the pump supplies to address the issue and resume insulin therapy and declined further follow-up from tandem technical support.